Manufacturer narrative:
According to the customer, there have been multiple incidents where the needle was inserted into the patient's arm and the "needle retracted on its own without pushing the safety button to retract the needle". The customer reported after the incident occurred, the catheter was removed from the patient, a small dressing was applied, and a new IV was inserted. The customer reported after a new IV was inserted the surgical procedures were able to "preceded as normal". The customer reported there was no serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, there have been multiple incidents where the needle was inserted into the patient's arm and the "needle retracted on its own without pushing the safety button to retract the needle".